Event description:
Patient tested on the suspect device with an inr result of 5.7. The lab result was 3.1 or 3.4 inr. Controls were in range. The device was replaced and requested to be returned for evaluation.